Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, two different leads were attempted but neither could be implanted due to placement difficulties. Two different leads were implanted. Also during the procedure, the balloon catheter was not fully deployed and the angiograph contract was not clear. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.